Event description:
The 10 - 15 patients samples initially generated calcium results around 11 mg/dl and repeated around 9 mg/dl. No specific data was received. Erroneous results were reported. Patients no adversely affected. The field service representative was unable to determine cause, but noted he decontaminated the instrument. Performance tests were performed.